Event description:
It was reported that during wrist/hand procedure, when the surgeon inserted the anchor into the patient's first metacarpal, the suture tore completely, freeing the corkscrew anchor from the inserter. The anchor was only partially screwed in so the surgeon was able to remove the anchor from bone, and a new ar-1318ft was used to complete the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1318ft (no batch identifier present) was received for investigation. It was identified using calibrated ruler ID: 651 that approximately 8.5" of suture was returned, with breakage present at one of the two ends. No anchor was returned, and no damage was noted to the tip of the inserter. The most likely cause for the reported failure can be attributed to interference between the suture and the sharp edge of the bone tunnel using excessive mechanical forces.